Event description:
Additional information received on (B)(4) 2012, indicated that the patient's pocket revision procedure had been completed and the the patient was "doing very well."

Event description:
It was reported that the patient felt a heating sensation at the implantable neurostimulator (ins) pocket with the ins turned on. The heating sensation went away with stimulation turned off. The heating has been occurring since implant, and has gotten warm enough to where the patient has used an ice pack or turned stimulation off. Heating increased with voltage increases. It was also noted that when the patient turned stimulation down she had "burning" at the ins pocket. Recharging was going well, and the patient was receiving good stimulation therapy in the low back and legs. The physician assessed the pocket and did not have concerns regarding infection. The pocket was sensitive to the touch, and the physician thought the ins may have migrated superficially causing pain. The patient had not endured any trauma or falls. Impedance measurements were within normal limits. Reprogramming did not resolve the pocket discomfort. A pocket revision was planned, but had not been scheduled. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: there was no confirmed allergy. The pocket was revised, and it was reported that the patient was 'doing well".

Event description:
Additional information received on (B)(4) 2012, indicated that an allergy test kit was ordered for the patient. The manufacturer representative reported that the patient may be allergic to the titanium on the stimulator.

Manufacturer narrative:
.

Manufacturer narrative:
Product ID 3777-60: serial# (B)(4), implanted: (B)(6) 2012, explanted:, product typ lead; product ID 3777-60: serial# (B)(4), implanted: (B)(6) 2012, explanted:, product typ lead; product ID 37754: serial# (B)(4), product typ recharger; product ID 37744: serial# (B)(4), product typ programmer, patient; product ID 355531: lot# n316908, implanted: (B)(6) 2012, explanted:, product typ screening device; product ID 3550-43: lot# n303424, implanted: (B)(6) 2012, explanted:, product typ accessory; product ID 3550-29: lot# n301368, implanted: (B)(6) 2012, explanted:, product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).